Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was at home with the device attached and was using a ventilator. It was reported that the inner cannula with connector would not lock into the device and was easily dislodged. There was no reported patient outcome or any required intervention performed associated with this event.